Manufacturer narrative:
The device was not used and another device was successfully implanted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the device was performed. Visual observation confirmed that the ventricle tip setscrew was missing from the device header upon return. Microscopic visual inspection revealed that the seal plugs and adhesive appeared normal and the seal appeared to be intact. The device header was checked with an is-1 lead and the fit was observed to be normal, set screws moved freely with no binding. The device seal plugs were removed and inspected, no damage was noted in the threads, no loose material was found in the set screw area and the set screw was noted to be parallel to the set block as expected. The atrial tip set screw top hat was noted to be slightly damaged. Anlaysis noted if a wrench is jammed into a set screw slot, the set screw may be able to be removed from the seal plug, no damage was noted to the inner seal plug.

Event description:
Boston scientific received information that during the implant of this pacemaker, after the right atrial (ra) lead was connected to the device the physician elected to reposition the lead. When the set screw was loosened to remove the lead from the device header, the set screw backed all the way out of the header with the wrench. No adverse patient effects were reported.